Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Manufacturer narrative:
The pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The pump also had minor scratches on the lcd window.

Event description:
Customer reports to have received a button error alarm and was not able to clear due to act button not responding. Customer states button error may have been caused by seatbelt in car pressing against pump. Customer's blood glucose was 97 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.